Manufacturer narrative:
Correction:initial reporter name and address, initial reporter health professional, and initial reporter occupation were inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: charged coupled device (ccd) cable breaks caused by excessive bending/pulling stress applied to universal cords or video cables. Ccd cable short circuit (contact failure) in the video connector wiring. Failure of the ccd or video connector internal board due to the following handling: the system ground wire was not connected. The video connector was plugged or unplugged while the system was powered on. Dirt or moisture adhered to the metal contacts of the video connector. There was a scratch on the metal contact of the video connector. Static electricity applied to the electrical contacts of the video connector. Non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an error "b30" occurred and irregular color tone in the image was noted due to breakage of the electronic board in the connectors. Additional evaluation findings are as follows: peeling of resin noted; abnormal appearance of the connector noted; breakage of the image sensor; deterioration/damage of the adhesive (due to chemical/physical stress); the reported problem of "3d conversion failure" was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ltf-190-10-3d, endoeye flex 3d deflectable videoscope to olympus for repair due to a report of "3d conversion failure." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, a "b30" error occurred and irregular color tone was noted. This report is submitted due to the findings of a "b30" error and irregular color tone, both identified during in-house service of the device. As the problems were found during in-house service of the device, there was no patient involvement.